Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were not doing well with the therapy and was wetting themselves as bad as before the surgery. Caller stated that they have tried different settings and have tried 7-8 different therapy adjustments. Caller mentioned that some times patient can feel stimulation in his anal and ball sac and other times after 3 days the stimulation just quits and patient doesn't feel it anymore. Reviewed therapy information; stimulation expectations and general programming guidance. Patient hasn't had their 3 month follow-up appointment yet. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not doing well with the therapy and was wetting themselves as bad as before the surgery. Caller stated that they have tried different settings and have tried 7-8 different therapy adjustments. Caller mentioned that some times patient can feel stimulation in his anal and ball sac and other times after 3 days the stimulation just quits and patient doesn't feel it anymore. Reviewed therapy information; stimulation expectations and general programming guidance. Patient hasn't had their 3 month follow-up appointment yet. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.